Manufacturer narrative:
The customer reported that the unit was discharging the patient on the central nurses station (cns) randomly and they would like to send the unit in for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the unit was discharging the patient on the central nurses station (cns) randomly and they would like to send the unit in for evaluation.

Manufacturer narrative:
The customer reported that the unit was discharging the patient on the central nurses station (cns) randomly and they would like to send the unit in for evaluation. The reported problem of "discharging the patient" could not be duplicated through testing, trouble shooting and extended operation of the device. Review of the device history indicates no previous cnd status. The unit was tested per operator's/service manual and the unit operates to manufacturer's specifications.